Event description:
Incorrect return goods authorization was referenced at time of product being returned. Unknown complaint issue. Device was evaluated and balloon damage was found.

Manufacturer narrative:
The device was returned and evaluated. The catheter was examined and found to have a partial bond separation 0.060" long at the proximal balloon bond. The thermistor was found to function normal and all through lumens are patent and do not leak. The catheter body is also in good condition.